Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 106 mg/dl. Advised the customer that the insulin pump needs to be replaced. However, the customer declined as she has no insurance at this time. Nothing further was reported.